Event description:
It was reported by the affiliate that the (1) er320 was used during an unknown procedure. It was reported that the clips would not close. The case was completed with another device. There was no pt consequence.